Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided.

Event description:
It was reported that the anesthesiologist removed the gravity tubing set from the package and tightened all of the connections prior to attaching to the patient. During the induction procedure, the anesthesiologist noted that the tubing set unintentionally disconnected and leaked approximately 20ml of the patient's blood. It was further stated that when the anesthesiologist tightens the tubing sets fixed male luer to prevent further unintentional disconnects, the male luer cracked.